Manufacturer narrative:
Investigation summary bd received 2 photos for investigation which indicated failure mode of gel air bubbles. 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using bd vacutainer sst ii advance plus blood collection tubes, air bubbles were observed within gel of 80 devices. No adverse impact was reported regarding the patients or user.

Event description:
It was reported that before using bd vacutainer sst ii advance plus blood collection tubes, air bubbles were observed within gel of 80 devices. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
E9: initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.